Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter phone #: (B)(6)

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed foreign matter in the package. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2025. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Two of the customer photos show a blister pack with a piece of gray foreign matter present. Additionally, the customer sample was visually inspected and foreign matter in the blister pack was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed foreign matter in the package. There was no health impact or consequence reported.